Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an alarm beeping with error code 46510 and would not turn on. There was no physical damage, and the device was an out of box failure. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 4/24/2025. H3 and h6. Codes: updated. Device evaluation: the customer reported problem of " alarm beeping with error code 46510 and would not turn on" was confirmed. The cause was the printed wiring assembly (pwa) board. The pwa was replaced, and the device passed all functional and delivery tests after the repairs were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.